Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('right is the cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), cyst ("cyst") and hair growth abnormal ("hair doesn't' grow"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, cyst and hair growth abnormal outcome was unknown. The reporter considered abdominal pain lower, cyst and hair growth abnormal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: cyst, hair growth decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: this is the retention case. All source document information, reporter and reference section from deletion case 2019-172935 added to this case. Social media received: new events " cyst, "hair doesn't seen to grow" was added. Follow up 2, 3, 4 and 5 processed together. On 10-dec-2019: follow up 2, 3, 4 and 5 processed together. On 2-jan-2020: follow up 2, 3, 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('right is the cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), cyst ("cyst") and hair growth abnormal ("hair dosen't' grow"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, cyst and hair growth abnormal outcome was unknown. The reporter considered abdominal pain lower, cyst and hair growth abnormal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: cyst, hair growth decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.